Event description:
Customer reported false negative reaction for a patient with a previous history of anti-e, during antibody identification to the 0.8% resolve panel a lot# vra186. Customer stated that the sample was tested on (B)(6) 2013 with 0.8% screening cells lot# vs668 and gave a positive antibody screen (1-2+). Customer stated that on (B)(6) 2013 the patient sample was tested with panel cells lot# vra 186 and failed to react. The antibody was identified using 0.8% resolve panel a, lot #vra185 and 0.8% resolve panel c, lot #vrc184 (untreated cells). All testing was carried out by manual gel method with 15 min incubation. All reagents and cards used were confirmed to be stored and handled as per the IFU and reagent red cells used were not hemolyzed. The visual appearance before use was confirmed to be acceptable. Customer is requesting replacement with an alternative lot. Customer does not have samples to return for testing.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).